Manufacturer narrative:
We received the catheter with separated y-piece and stylet. The length of the stylet was 47.5 cm, which fits the length of the complete assembled catheter. The stylet has obviously separated from the y-piece. Microscopic examination revealed that the stylet demonstrated no external damages. However, the y-piece showed scratches or cracks. Furthermore, in this case the clear imprint inside the gluing, confirming that the stylet had been correctly clamped, is not visible. This imprint is possibly concealed by too much glue, which was obviously wiped off. When too much glue is applied during production of this assembly group, it can run from the stopper and even if it is wiped off, the y-piece can become damaged by this uncured uv glue, resulting in tension cracks at the y-piece. This is a non-systematic, well-known defect and it can occur after a longer time of product storage. However, there are special hints in the product's IFU regarding problems during stylet removal: "caution: if difficulty is experienced removing the stylet stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in stylet removal." Tests have shown that a bolus of diluted lipid solution instead of saline solution improves the procedure to withdraw the stylet easily, this hint is therefore implemented in the IFU. Having checked the batch history records, no deviations were found. The batch complied with its specification and was released. Each catheter is flow and leak tested during production. The tensile force and dimensions of catheter/set components are randomly checked. A safety feature is that the tensile strength of the stylet exceeds the tensile strength of the connection between the stylet and the y-piece. This ensures that the stylet do not snap into itself. Incoming goods inspections and two 100% visual tests after packaging are carried out. There are eight further complaints for batch: 8171598, six further complaints for batch: 8167478, eleven further complaints for batch: 8137379 and four further complaints regarding a stylet detached from y-piece on code 4g07125203 within the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: the product manager has been informed about this complaint. A review of records for this product show that there is no current trend, so no further corrective action was initiated by quality management. Vygon will continue to monitor this issue and escalate it as appropriate.

Event description:
Neonatal nurse practitioner (nnp) placed a central line PICC on baby. Vygon 24g 2fr 30cm PICC inserted to 18 cm, pulled back to 15cm, second x-ray showed catheter tip looped and line pulled back to 5cm and reinserted to 10cm. X-ray taken and noted tip over the medial aspect of the lower part of the arm and decision to leave as midline. Nnp went to remove hub with guide wire, and the guide wire disconnected from the hub. The nnp held the wire in place so it could not retrack, and the guidewire would not pull out from catheter. The decision to remove the entire catheter with guide wire was made. Tip of wire and tip of catheter were intact and present with tip of wire measuring 2cm longer than the catheter. Another PICC of same size opened to compare length to disconnected wire and they measured the same length. Md notified and inspected the line as well. No concern that the tip of catheter or guide wire broke.

Event description:
Neonatal nurse practitioners (nnp) placed a central line PICC on baby. Vygon 24g 2fr 30cm PICC inserted to 18 cm, pulled back to 15cm, second x-ray showed catheter tip looped and line pulled back to 5cm and reinserted to 10cm. X-ray taken and noted tip over the medial aspect of the lower part of the arm and decision to leave as midline. Nnp went to remove hub with guide wire, and the guide wire disconnected from the hub. The nnp held the wire in place so it could not retrack, and the guide wire would not pull out from catheter. The decision to remove the entire catheter with guide wire was made. Tip of wire and tip of catheter were intact and present with tip of wire measuring 2cm longer than the catheter. Another PICC of same size opened to compare length to disconnected wire and they measured the same length. Md notified and inspected the line as well. No concern that the tip of catheter or guide wire broke.

Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch (B)(4). The results of this investigation are still pending and will be communicated with FDA within 30 days of completion.